Manufacturer narrative:
Continued: e.1. Zip code: (B)(6). A review of the device history record has been completed. No deviations or non-conformances noted. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: rupture.

Event description:
Healthcare professional reported "rupture," "swollen chest" and " violation of the integrity of the implant" and " irregularly shaped, with an uneven contour, and heterogeneous contents. Irregularly shaped anechoic and hypoechoic inclusions are visualized in the paraprosthetic space. The device remains implanted. This relates to the left side.

Manufacturer narrative:
Additional, changed, and/or corrected data: b6.

Event description:
Healthcare professional reported "rupture," "swollen chest" and " violation of the integrity of the implant" and " irregularly shaped, with an uneven contour, and heterogeneous contents. Irregularly shaped anechoic and hypoechoic inclusions are visualized in the paraprosthetic space. The device remains implanted. This relates to the left side.